Event description:
The customer reported the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and removed a floppy disk that was preventing boot up. The system operates as intended.